Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was high, and the meter bg reading was 43 mg/dl. Due to the inaccurate readings, customer made correction bolus which caused the low bg. Carbohydrates were consumed to address the issue. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.

Manufacturer narrative:
H6 (removed code 2199, 4582, added code 4613 and 1912). H6 (removed code 2199, 4582, added code 4613 and 1912).